Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "the coating on the tip of the instrument melted which then exposed the blade. The harmonic ace instrument was found to have teflon damage on the clamp arm. No material appears to be missing, but part of the teflon pad was coming off the clamp arm. The harmonic ace instrument was found with discoloration on the blade towards its base. The discoloration was unable to be wiped off. Blade damage was found at the distal tip of the blade. Indentations can be observed on the instrument's blades. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument's coating melted which caused part of the instrument to become exposed. The melting issue triggered an error on the generator. The site used another instrument to continue the procedure. The procedure was completed with no reported injury.